Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5 d4, d10, g4, g7, h2, h3, h4, h6, h10. Reported issue: on (B)(6), 2019, it was reported that the correct depth was not working. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned an autoclave case, screwdriver, hose and 1in /2in /3in /4in width plates, for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome on january 21, 2020 revealed that the device operated within motor speed specifications but at the lower end of the specification. The device was also out of calibration specifications. It was noted that all of the width plates were dinged and scraped on the leading edge and harvesting area. There were nicks and cuts to the outer part of the hose. Repair of the air dermatome has not yet been performed by zimmer biomet surgical as the aged repair quote has not been accepted by the customer. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was out of calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the correct depth was not working during surgery. There was harm to the patient due to additional graft being taken. There was additional medical intervention required. The patient was under anesthesia during the delay. No additional patient consequences were reported.